Manufacturer narrative:
A medtronic representative reported that the site suspected use error occurred during insertion of the catheter.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). The suspect bone anchors were received by the manufacturer for evaluation. The units were visually found to have no faults. However, the units were received in a specimen jar with blood contamination and further evaluation cannot be performed.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt) procedure, the bone anchor being used could not be placed in a position conducive to the target. The site reported that the anchor would not stay in alignment with the hole that was already drilled. The catheter was not passed for the procedure. The site reported that two separate bone anchors were attempted but without result. The surgeon then elected to cancel the surgery. There was a reported delay to the procedure of more than 1 hour due to this issue. No additional information was provided.